Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during insertion of the spinal needle at the l4/l5 level, the needle broke off and a piece was retained. The distal portion of the needle was noted to be missing upon removal. It was a difficult insertion but the procedure was successful. Intervention to remove the foreign body was initially attempted but was then aborted. It is not expected to cause any problem or issue. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) pencan spinal needle without packaging was returned in connection with this complaint. The sample and all available information were forwarded to the manufacturer for further investigation. Per the manufacturer's investigation, the complaint was not confirmed. Upon visual inspection, it was noted that the cannula was broken 61.0 mm above the hub. The tip of the needle was curled/bent and the remaining broken off piece of the needle was not present. The material used to manufacture the cannula was tested for stiffness and found to be within specification. Because the lot was unknown, the testing was performed on 19 lots that were manufactured in 2017. The breakage identified on the returned sample was able to be replicated by applying a force to cause an extreme bend on the cannula of the same material number. According to the simulation study, when the cannula was bent from a -90 to 90 degree angle, the cannula broke in a similar fashion as the complaint sample. Therefore, the reported defect was not confirmed as the investigation concluded that the needle breakage was caused by excessive bending of the cannula. As per the instructions for use, "do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged." A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.